Event description:
A customer reported experiencing multiple occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin administration. As the customer did not need additional assistance and was not experiencing frequent occlusion issues, case was closed.